Event description:
The pt was admitted to the hosp for high blood glucose. Several comparisons were made on the suspect device and a lab reference method as follows: 148 versus 109 device, 309 lab versus 344 device, 310 lab versus 223 device. Results are mg/dl. The pt was started on insulin as a result of high blood glucose.